Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, this device exhibited longevity calculations from 1.5 years to 9 months remaining. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, this device exhibited longevity calculations from 1.5 years to 9 months remaining. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and a new device was successfully placed. No additional adverse patient effects were reported.